Event description:
The pt was implanted with a left ventricular assist device (lvad). The MFR received a user facility report received from the (B)(6) registry which stated: "driveline damaged with suspected wire fracture. Not a candidate for replacement". The outcome of "death" was reported on the report.

Manufacturer narrative:
The MFR is attempting add'l info and acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed. The attached user facility report was received from the (B)(6) registry.